Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the charger/modem was found to have defective components. The flash memory chips (B)(4) were corrupt and needed to be replaced. The root cause of the defective flash memory cannot be positively identified. No adverse events resulted from the defective flash. The patient received a replacement charger/modem. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery displays fault on charger) has been confirmed. Upon evaluation, the battery had a low output voltage at 1.44 volts and would not charge nor power up a monitor. The root cause for the low voltage was likely due to defective cells within the pack. The root cause for the defective cells cannot be positively determined, but is likely due to the battery being fully discharged after being placed in the defective charger. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack. Device MFR dates: charger/modem sn (B)(4): 12/2010. Battery pack sn (B)(4): 06/2009.

Event description:
A patient service representative assisting a (B)(6) male patient contacted zoll customer support to report that, while fitting the patient, the charger backlight was not working. The patient's daughter then called to report that the charger would not charge a battery. One battery displayed "battery problem" when placed on the charger. The patient was sent a replacement battery and charger.